Event description:
It was reported that the device had difficulty converting an arrhythmia. The episodes required two shocks to successfully convert the arrhythmia. The torsades varied in amplitude, so the device took longer than expected to detect. The first shock took approximately 24 seconds to detect, and the second shock took approximately 16 seconds. The mean time to therapy for ambulatory spontaneous episodes requiring 80j shocks is approximately 20 seconds. Technical services discussed the shocks with the caller. There were no additional adverse patient effects. The system remains implanted.